Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. The dosage of medication was unknown but was thought to be 119 cc/day or 18 mg/day. It was reported mass/granuloma was discovered and was referred to as "mass symptoms". The mass symptoms was discovered in (B)(6) 2017 which had not gotten worse and had actually gotten better. The pump was turned off in (B)(6) 2017 which resulted in shrink in mass. The pump was not removed because the catheter was in granuloma. It might be a month after the pump was turned off when a dual tone alarm was sounding every 30 minutes and hasn't been stopped. The patient's current situation was being addressed by healthcare provider (hcp). No further complication was reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Intervention does not apply to the event. (B)(4). If information is provided in the future, a supplemental report will be issued.